Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported allegation of sluggish performance. However, analysis noted the programmer had internal corrosion and was subsequently removed from service. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had very slow and unpredictable boot-up times. The programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.